Event description:
Complainant alleged that the device displayed "defib fault 72" and "defib fault 76" messages. Complainant did not indicate that there was any patient involvement in the reported issue.

Manufacturer narrative:
This device was manufactured before the UDI requirements. The device was returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The pace/defib engine board will be replaced to remedy the report. The board was scrapped after testing. The device will be recertified and returned to the customer.

Manufacturer narrative:
This supplemental medwatch report is correcting information submitted on the initial medwatch report. Please reference section h6 component code, h6 type of investigation, h6 investigation findings and h6 investigation conclusions.